Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that during the imaging system planned maintenance (pm), while testing the charger voltage of the batteries, one failed. A replacement charger board was requested. No patient was present during the time of the reported incident. An onsite part replacement was scheduled for a later date. During the onsite part replacement, the medtronic representative replaced the charger board and sent the replaced part back to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. The part analysis was unable to verify the reported part failure. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during the imaging system planned maintenance (pm), while testing the charger voltage of the batteries, one failed. A replacement charger board was requested. No patient was present during the time of the reported incident. An onsite part replacement was scheduled for a later date.